Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colono videoscope air/water tube and cylinder had foreign material, and the plastic distal end cover was burnt. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: e2, e3, g3 (correction is being made to previously submitted g3 - date received by manufacturer. The correct date was (B)(6)2024). Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an anti-foaming agent (simethicone) remained in the device; however, a definitive root cause could not be established. It was confirmed that there air/water channel and cylinder had no physical damage. Based on the results of the investigation, it is likely that the burned distal end cover occurred by use of a high energy endo therapy accessory, such as a laser with a high frequency without securing enough distance from the tip of the device; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: event 1 and 2: operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Event 3: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ using endo therapy accessories_ high-frequency cauterization treatment warning: never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.